Event description:
An electronic report was received from a peritoneal dialysis user facility. The initial reporting rn reported a pediatric pt event, in which when speaking to the reporter, it was learned this pt had a leak in his catheter. His mother had wrapped the catheter with sterile gauze and a tegaderm and then brought him to the clinic for eval of the leak. In the clinic, the rn stated that the catheter was cut in a sterile manner per policy and procedure and then the adapter was applied by the md. The adapter popped off on the following day. As a result of this event, this pt was diagnosed with peritonitis and was admitted to the picu unit in 2007. It was also learned this pt is recovering and doing well. The rn also stated that the cause of the peritonitis could have also been caused from the leak in the catheter. The rn also stated he got constipated and that may have triggered the infection. This pt received tobramycin intraperitoneally for the infection. It was reported on 4/9/2007, that this pt has fully recovered and that he is able to continue peritoneal dialysis as ordered with no ill effect from this event. A companion sample is available for eval.